Event description:
The catheter kinked during manipulation into the ostium of the right coronary artery for a ptca procedure. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: the device eval/investigation is not complete. The customer did not provide a lot number. A review of the device history record and a review of the complaint data base could not be completed. A follow-up report will be submitted when the eval is completed. Eval, method: unable to perform a device history record and complaint data base review. Conclusions: a follow-up report will be submitted when the eval is completed.